Manufacturer narrative:
The insulin pump had intermittent blank display and failed battery test alarms due to a corroded battery tube. The insulin pump also had a damaged battery cap coin slot and battery cap threads.

Event description:
The customer's mother called to report the screen going blank, then coming back on. Troubleshooting was performed, and the screen continued to go blank intermittently. In addition, the mother stated that the insulin pump was alarming failed battery test. Nothing further was reported.